Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent a surgery in (B)(6) 2015 had to be reoperated due to a mitral valve endocarditis caused by a mycobacterium chimaera infection .the customer reported that a heater-cooler system 3t was used during the first surgery.

Manufacturer narrative:
Through media monitoring livanova became aware on (B)(6) that the patient (B)(6) experienced weight loss and general increasing deterioration of health. The patient was subjected to antibiotics therapy which caused irreversible damage to organs. The patient had also pancreatitis and he was admitted in an unknown hospital in (B)(6), then in an unknown hospital in (B)(6) and in (B)(6) where he was subjected to food bags, catheters and forced ventilation. The patient eventually died.

Event description:
See initial report.